Manufacturer narrative:
On 22-oct-2025, the product investigation was completed. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31605876l and no internal action related to the complaint was found during the review. An internal action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The ifus (instructions for use) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
After the pulmonary vein isolation (pvi)/pafib ablation procedure with a 8.5 fr varipulse catheter which was completed without any complications, the patient experienced cerebral infarction/stroke and language impairment confirmed on MRI (magnetic resonance imaging). The patient recovered after three days. The patient was under follow-up observation. The patient had severe arteriosclerosis and recurrent cerebral infarctions, and a conclusion was reached in consultation with the neurologist that there was no causal relationship between the procedure and the infarctions. (Since the patient's history of cerebral infarction was not obtained preoperatively, it was only revealed after the MRI was performed). The physician assessment of the health hazard was non-serious (moderate/minor). Extended hospitalization was noted. No abnormalities were observed prior/during use of the product. The physician and the neurologist consider there is no causal relationship between the event and the ablation procedure. The neurological impairment event that occurred was stroke confirmed with MRI. The neurological issue observed symptomatic (language disturbance). The outcome of the adverse event was improved. The patient¿s symptoms resolved/disappeared after 3 days. The patient had a previous history of stroke with cerebral infarction had occurred several times. No evidence of char or blood thrombus/clot during the procedure. The sheath and the catheters were exchanged one catheter was used for each. The arrhythmia treatment for this procedure was paroxysmal afib (paf). The energy delivered was pfa. The correct catheter settings were selected on the generator for varipulse case. No issues with flow rate change at the start of ablation since it was a varipulse case. No observations such as intracardiac excessive microbubbles were observed via ultrasound, and there were no excessive impedance errors noted during the case. A trupulse generator and ngen pump were used for the procedure. The act (activated clotting time) during procedure was around 400. The sheath and the catheters exchanged were one catheter was used for each. One transseptal puncture site was performed during the procedure. The number of performed ablations was 20 ablations with the pulmonary veins, and no ablations were performed outside the pulmonary veins. The delivered energy was pfa. The type of neurological issue observed was symptomatic. The patient rhythm during ablation was sinus rhythm. The type of electrophysiology procedure being performed was new procedure. No pre-ablation thrombus check performed. The patient did not have any anatomical abnormalities. No ablation stacking occurred for this procedure. The irrigation rate used during this procedure was 4 ml/min b. 30 ml/min, other, and 30 ml/min.